Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device was heating excessively, the mid-section was separating from the back-end, the nose cone was discolored and the set screw was loose. The event was not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was excessive heating, the mid-section was separating from back end, the nose cone was discolored, and the device had a loose set screw. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.